Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient was present to the emergency room with bradycardia. Upon interrogation, no episodes were observed but intermittent oversensing was noted on real-time egm. Review of device data shows sporadic oversensing of varying amplitude signals. Preprogramming changes were recommended. Patient will continue to be monitored.